Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular (rv) lead exhibited failure to sense and high capture threshold. Also, it was found that the rv lead was dislodged. The lead was successfully repositioned. The patient was in stable condition.